Manufacturer narrative:
(B)(4).

Event description:
A vns patient had reportedly passed away. Follow-up with the patient's treating neurologist identified that the cause of death was sudep on the patient's death certificate. The patient's neurologist stated there was no relationship between the vns device and the patient's passing.